Manufacturer narrative:
Device is combination product.

Event description:
It was reported that balloon detachment and patient hematoma occurred. Vascular access was obtained via ipsilateral puncture. The target lesion was located in the proximal popliteal artery. A 5f, non-bsc sheath was placed. The stenosis was pre-dilated with an unspecified balloon over an .014 wire. The same wire used for the 4.00mm x 150mm ranger sl drug coated balloon and angioplasty was successful. After balloon deflation, removal resistance was encountered and the balloon eventually gave way. When the device was removed, the balloon was no longer attached on the shaft. Fluoroscopy revealed the balloon was housed inside the sheath. The physician was able to remove the sheath as one but gave up his access as he could not switch out over the .014 wire. The patient did suffer a hematoma at the access site which resolved. There were no further patient complications.